Event description:
The customer observed an error during reagent loading on the alinity I processing module. During troubleshooting, it was found that the reagent in the next position had an unglued label and it was blocking the loading. A new label was printed and glued on. The issue occurred on the alinity ci-series system control module (scm), scm05528. There was no impact to patient results, patient management, or user safety.

Manufacturer narrative:
Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where if customers do not use the specified avery labels defined in the alinity ci-series operations manual for user-defined 1d reagent bar code labels, the labels may not adhere to the alinity c r1 reagent bottle. The issue has the potential to generate incorrect results and chemical or biohazard exposure. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed an error during reagent loading on the alinity I processing module. During troubleshooting, it was found that the reagent in the next position had an unglued label and it was blocking the loading. A new label was printed and glued on. The issue occurred on the alinity ci-series system control module (scm), (B)(6). There was no impact to patient results, patient management, or user safety.

Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-c. Corrected information in section g1 contact office address 1, contact office city, contact office postal code, contact office country, contact office first name, contact office last name, contact office e-mail, contact office phone number, contact office fax.